Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope rod broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: date rec¿d by MFR, device evaluated by MFR. Corrected section: statement about lot history record review was removed because it is not applicable. Internal complaint number: tw#: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation with signs of clinical use but no evidence of blood. The endoscope was observed to be intact with no visual defects. An image quality inspection was performed with an endoscopic video imaging system. Using a reference dissection tip, a clear image and focus were obtained. There were no breaks or fluid observed through the imaging. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope rod broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.